Event description:
Rn injected medication into dialysis line port. After injecting medication she extended the safety shield forward and then disposed of the syringe. Unk to her the needle was still in the dialysis port. Blood was expelled thru the port and thru the needle until blood was noticed by staff. Pt lost approx 300cc blood.